Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to the co. Results of investigation conducted by appropriate engingeers and technicians are listed below. Visual inspections & results: anvil pocket condition, good; cartridge batch number, j00k82; cartridge condition, good; cartridge position properly, yes; closure trigger position, open; driver condition, good; firing trigger position, open; handle shroud condition, good; hook/anvil condition, good; proper cartridge, yes; retaining pin arm condition, good; retaining pin condition, good and staples present, no. Functional tests & results: cartridge lockout functional, yes; cartridge rear cap present, yes; closure stroke functional, yes; firing trigger lockout functional, yes; instrument cycled, yes; proper cartridge guide, yes; release button condition, good; staples fire properly, yes; staples form properly, yes; test cartridge batch number, k4754d and trigger release condition, good. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Instrument was fired with a test cartridge and it fired and formed all staples as designed. It should be noted that each cartridge is 100% inspected through a vision system to ensure that staples are present prior to shipment. Mfg and engingeering have been notified of reported incident. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported during a low anterior resection, after firing and bowel dissection, the surgeon discovered there were no staples in the tissue. The device fired the first time in this procedure.